Event description:
No death occurred. Hold for mgmt. Ng 05/3/12.puritan bennett received an inquiry for a ventilator inspection. The hospital reported to the puritan bennett customer support engineer (cse) the pt was not intubated properly. The (cse) inspected the device and found that the unit was working according to puritan bennett specifications. It is unk if the customer is alleging a ventilator malfunction and if the pt was attached to the ventilator during the incident.

Manufacturer narrative:
This issue is still under investigation. A f/u report will be submitted when new info becomes available.